Manufacturer narrative:
B5: additional information. H3, h6: siemens healthineers completed a detailed investigation of the reported event. In summary, no hardware or software problem was found which would explain the patients¿ skin redness. The patient was wearing several layers of clothing according to the questionnaire (hospital gown, own t-shirt and hoodie), which can restrict the thermoregulation and therefore cause increased heating sensations during MRI examinations. In addition, personal clothing may contain metallic fibers that can heat up during MRI examinations. As the skin redness diminished after approximately 20 minutes, it might also have been a temporary effect, e.g. Due to increased blood flow in this region. In general, an allergic reaction might also be a possible root cause, however no contrast agent was administered during the examination. Overall, there are no indications that a technical malfunction caused skin redness, and no rf coil was used in the affected region that could have caused excessive heating. It is recommended not to restrict thermoregulation and use only light clothing during mr examinations. Based on the available information, no clear root cause could be determined. This complaint was considered reportable since the severity of the injury was unclear in the initial phase of the complaint investigation. After the complaint was investigated thoroughly and a risk assessment was performed, we conclude that there was no serious injury and that this issue would be classified as not reportable if it were to reoccur.

Event description:
Additional information: the patient also experienced skin redness after the examination.

Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified, and patient health status and event information is pending receipt from customer. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a potential patient injury involving the magnetom aera system. The patient was stated to have felt unusual heating during the mr examination. The customer did not provide any information pertaining to any patient injury. Siemens healthineers has requested this information but has not received a response as of the date of this report.